Manufacturer narrative:
The reason for this revision surgery was to address osteochondroma the patient suffered from after 4.9 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this product: (B)(4) due to dislocation, (B)(4) due to pain, (B)(4) due to trauma, (B)(4) for device loosening, (B)(4) for stability/poor joint, (B)(4) due to fixation, and one due to infection. This is the (B)(4) complaint for this lot number. The root cause for the osteochondroma could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There is no indication of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the pt having an osteochondroma. There was no pt failure that contributed to this event.